Event description:
Per the clinic, the patient experienced tinnitus, headache, fatigue, eye pain and poor sound quality with the device since implantation. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.